Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 05-aug-2023, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 05-aug-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The pt stated that around the beginning or middle of december 2024, one of the 'electrodes popped out of their spine' and heard the pop. The pt stated that only 'half of the unit' can work at this point. The pt then stated that around december 19th, they had seen the settings not available message. The pt stated they were trying to go to the ER but, they didn't know what to do. The pt stated this was causing them problems, and they have fallen a few times. The pt stated their legs were bruised, and the issue was occurring around the 'incision in their butt'.  The agent sent physician listings to the pt's email and sent an email to manufacturer representatives. The agent redirected to the hcp to further address the issues.